Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. Customer was release to emergency room after 12 hours and blood glucose was 152 mg/dl upon release. The customer also reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 275 mg/dl. The customer stated that the device was exposed to moisture from shower. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.